Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) was observed. The device has loss of capture in both chambers which was found to be the cause of the nsrvo episodes. Patient was seen in clinic and was asymptomatic. Upon interrogation of the device capture threshold was found to be normal. Programming changes were recommended. Patient did not have any further nsrvo episodes. No further information available.